Event description:
The customer was hospitalized for high bgs and dka. The family member stated that the screen went blank. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed family member to call back to perform the high-pressure test when the clamp arrives.